Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection of the surgical wounds near the burr hole covers. The physician assessed that the patient was picking at the wounds and was most likely the cause of the infection. The patient underwent an explant procedure where the full system was explanted. The patient was administered antibiotics and was doing well postoperatively. The explanted devices were discarded by the medical facility and were not returned to bsc.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6). Product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: (B)(6). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: (B)(6). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: (B)(6). Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: null batch: 30128371 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: null batch: 30128371.